Event description:
It was reported that after placement the foley catheter had natural removal, and the balloon leaked.

Manufacturer narrative:
The reported event has been confirmed and is being investigated by capas 12866756 & 12474528. Received 1 all silicone foley catheter. Verified material number 119314 and manufacturing lot number ngjy4778. Visual inspection noted no obvious observations. Catheter tested for leaks. During testing, the catheter balloon inflated using in-house syringe with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Upon inflation leakage was present at balloon due to a pin hole measuring 0.013in. This is out of specification per inspection procedure (B)(4), revision 0, which states, "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Risk review, labeling review, and DHR review are not required as the event is being investigated per capas 12866756 & 12474528. Refer to CAPA 12866756 & 12474528 for further details. Correction: d,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Initial reporter facility name provided (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after placement the foley catheter had natural removal, and the balloon leaked.